Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: "230 mg/dl or 240 mg/dl", 130 mg/dl, 110 mg/dl, and a result in the "80's mg/dl". No adverse event reported. Return of the suspect device was requested for evaluation.